Event description:
This lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2011 due to impedance issues. Measurements were greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).